Manufacturer narrative:
The 2mm x 30mm sub-olive pin is provided to customers within a sterile kit (sk-12) and marked single use. The UDI referenced is for the sterile kit, sk-12, that the product is distributed within. The device was not returned to the manufacturer for evaluation as it was discarded. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the company representative. The sub-olive pin is manufactured with implant grade material. The root cause of the sub-olive pin breaking is most likely a result of direct contact between the sub-olive pin and another pin during the case within the patient's bone, which caused the sub-olive pin to bend and break. The surgeon chose not to attempt to remove the tip of the broken pin and it remains implanted. Device was discarded.

Event description:
During a lapidus procedure, the tip of a 2mm x 30 mm sub-olive pin (1405-2014) came into contact with a pin already placed in the bone. This caused the olive pin (1405-2014) tip to bend and subsequently break. The event was identified immediately and confirmed on x-ray. The tip of the pin was completely buried in the bone and there was no protrusion. The surgeon chose not to remove the tip of the pin and it remains implanted.